Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and basic occlusion test due to cracked end cap. Unable to test for motor error due to end cap damage. No number ramping up display noted.

Event description:
The customer's son reported that the insulin pump over infused insulin, causing the customer to lose consciousness and experience seizures. The customer was treated at home with glycogen as her blood glucose levels read low on the glucose meter. The customer had changed the infusion set a few hrs prior to the event, and noticed that insulin was squirting out during the manual prime. It was also stated that the insulin pump alarmed motor error. The customer had filled the reservoir with 160 units of insulin, and within a few hrs it was down to about 40 units. The customer was not hospitalized, but she did go to her doctor for assistance. Troubleshooting was performed, and the insulin pump appeared to be stuck in the priming mode. Advised that the insulin pump would be replaced. Nothing further was reported.